Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the screen had white line partial display and the insulin pump received pump error alarms. The customer¿s blood glucose level was 11.7 mmol/l. The customer reported that the insulin pump received failed battery alarm and which was resolved by troubleshooting. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Unable to verify pump errors 68, 49, 23 and 37. Failed battery test alarm, power loss alarm or missing segments or partial display due to blank display.